Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing, gear and seal of the chuck device were worn. It was determined that the device seized and was frozen/would not move. It was further observed that the moving parts of the device did not move smoothly, the device had excessive noise, and a damaged component. It was further determined that the device failed pretest for check the drill chuck, check the free movement and check of noticeable noise and performance. It was noted in the service order that the device did not work. It was reported that there were no delays in the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.